Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime rewind anomaly and no delivery alarm. The customer's blood glucose was 112 mg/dl. The customer was getting no delivery alarms, and he was filling the tubing and the insulin pump was slowing down and ramping numbers before it gets halfway up to the reservoir. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that they received second series of beeps and numbers appeared on the screen. They had performed displacement test and the test was failed. The customer was advised that the insulin pump will need to be replaced and revert to back up plan. The product will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but prime/fill anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to prime/fill anomaly.